Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description:scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the generator site. The patient underwent a revision procedure wherein the physician replaced the extension due to fracture at the proximal end of the extension and relocated the ipg.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the generator site. The patient underwent a revision procedure wherein the physician replaced the extension due to fracture at the proximal end of the extension and relocated the ipg.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the generator site. The patient underwent a revision procedure wherein the physician replaced the extension due to fracture at the proximal end of the extension and relocated the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Sc-3138-35, (sn (B)(4)) - device evaluation indicated that the complaint was confirmed. Visual inspection revealed a fractured spacer between contacts of the proximal end. Setscrew marks were found on crushed proximal contact. The crushed contact resulted in the difficulty removing the proximal end from the ipg. The set screw mark also proves that the proximal end was not fully inserted into the ipg header. Also, setscrew was missing from distal end contact stack.